Event description:
New information was received. The doctor stated all affected patients were within limits at one day and one week post-operative visits. All patient returned between days 16-23 post-operatively with complaints of redness and pain. Patients typical anterior chamber reaction was mild (less than one plus) white blood cells with high amounts of pigment cells. The patients were treated with increased steroids. An early response of slight intraocular pressure (iop) decrease was followed by a rise in iop within a few days. Iop lowering medications were added and a few patients received an anterior chamber tap to immediately lower the iop. Two to three plus flare develops early in the treatment phase. Pigment shedding led to transillumination defects with 50% of those distinctly segmental. The first patient in the series has possible increased cupping. No patients have undergone visual fields or optical coherence tomography testing. Most of the patients were affected unilaterally. All patients resolved with treatment. All patients resulted in being essentially plano or within one line of pretreatment best corrected visual acuity. Laser maintenance was performed and no new cases have been reported since then.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Procedure type was lasik.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment showed during the start-up, the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed several successfully performed treatments. It is recommended that the user performed an energy check before each patient. The measured energy was stable. The corresponding treatment was performed without interruption. No technical root cause was detectable. Clinical application specialist stated there is no known correlation between the excimer laser itself and uveitis or glaucoma. Most likely there might be a relation between instrumentation or medication. Anterior uveitis is not related to the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported patients developed mild uveitis followed by severe pigment dispersion glaucoma two weeks post-operatively. Symptoms are continuing. Intervention will be required to prevent permanent impairment/damage. The doctor is blaming the laser. There are multiple related reports for this facility. This report addresses the patient (B)(6) left eye and other manufacturer reports will be filed.

Event description:
Additional information received from the physician reported that of the patients previously reported with uveitis, all have achieved good refractive outcomes and no patients that have been released from treatment have a loss of best-corrected visual acuity (bcva).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).